Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1stee, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID; 3889-28, lot# va1stee, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type; lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was an infection at the ins site. The ins didn't feel right and there was puss at the site. Oral and IV antibiotics were given, and the infection has cleared. The hcp removed the complete system. No device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1stee, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3889-28, lot# va1stee, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.